Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013 without issue. Pain described as acute epigastric pain beginning approximately one year after anti-reflux procedure. Uneventful device explant on (B)(6) 2014. Device found in correct position/geometry at time of explant. Patient in satisfactory condition after explant.